Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician successfully implanted a taxus express2 drug eluting stent, unk size, to the circumflex (cx) artery. The pt remained in the hosp and was medication compliant, but 3 days post procedure, the pt was found to have an sat. Pt was treated and status is satisfactory. Add'l info regarding this event has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.